Event description:
Ball that formed on back of knee (baker's cyst) [synovial cyst], pseudo-septic reaction [inflammation], swelling on front of right knee and ball on back of right knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 and (B)(6) 2009 from a (B)(6) male patient, with a history of knee pain, initials (B)(6), who experienced a baker's cyst and swelling on the front if his right knee and the ball on the back of his right knee after starting synvisc. The patient received injections of synvisc into his right knee on (B)(6) 2009. On (B)(6) 2009 the patient reported that after his third synvisc injection his knee pain subsided, but he has a ball that formed on the back of his knee, which his orthopedic said was a baker's cyst. The patient wanted to know if this was a common side effect. On (B)(6) 2009, the patient reported that he experienced a ball in the back of his right knee following the first synvisc injection which resolved after three days. After the third synvisc injection the patient experienced a lot of swelling on the front of his right knee and the ball on the back of his right knee. The ball was not as large as it was after the first injection. At the time of this report the patient said he was going to see his physician the next day for evaluation of his right knee. At the time of this report the outcome of the patient was unknown. Additional information was received on 03/19/2009, from the health care provider who confirmed the patient had a history of moderate osteoarthritis for an unspecified length of time. He updated the medical history to include previous treatment with nsaids and steroids, prior effusion, joint narrowing and a right knee arthroscopy on (B)(6) 2006; there were no osteophytes. The hcp confirmed the patient received one synvisc injection in her right knee on (B)(6) 2009 and no effusion was collected before any one of these injections. The hcp confirmed the patient experienced a ball in the back of his right knee with an onset date of (B)(6) 2009 and offset date of (B)(6) 2009. The hcp stated the ball in the back of the right knee was moderate in intensity and had a probable relation to the synvisc injections. At the time of this report the patient was recovered from the ball on the back of the right knee. The hcp did not confirm swelling on the front of the patient's right knee. No exudate was collected after the last synvisc treatment and there were no concomitant medications during the patient's synvisc treatment. On (B)(6) 2009, the hcp reported that the patient's patellar tendon has done dramatically better than prior to surgery, but he still had findings consistent with early degenerative arthritis of the patellofemoral joint, which was still limiting some of his function. The patient's physical examination was consistent with degenerative arthritis. On (B)(6) 2009, the hcp stated that he believed the patient was a good candidate for synvisc injections. After risks and complications were discussed and after sterile prep with 1 cc of lidocaine local anesthetic, the patient received the first synvisc injection in his right knee. On (B)(6) 2009, the patient had not yet noticed an effect from the synvisc and again after sterile prep with 1 cc of lidocaine local anesthetic, the patient received the second synvisc injection to the right knee. On (B)(6) 2009, the patient presented to the clinic for his third and final synvisc injection into the right knee and the hcp states the patient had been doing well and denied any reaction to the previous two synvisc injections and had not other complaints at that time. The physical examination of the right knee demonstrated no significant effusion or erythema and the remainder of the knee exam bilaterally was without interval change. The patient received 2 cc of 2% lidocaine and then synvisc into his right knee under sterile conditions. The patient tolerated the procedure well without complications and said he would call the clinic three weeks later to report on his response to the synvisc series. On (B)(6) 2009, the patient was one week post completion of his series of synvisc injections and he returned to the clinic with complaints of swelling in the posterior aspect of the right knee. He denied any fevers, chills, or injury and had no other complaints at the time. Physical examination of the right knee demonstrated full range of motion and a 2+ effusion with a palpable baker's cyst. The patient had no significant joint line tenderness to palpation and the exam was otherwise stable. The patient likely had a pseudo-septic reaction secondary to synvisc injections. The hcp stated he would refrain from aspirating the knee at the time given that the synvisc medications would be removed. He gave the patient 1 cc of kenalog with 1 cc 2% lidocaine under sterile conditions. The patient tolerated the procedure well without complications and was given a prescription for voltaren (unspecified) for two weeks. The patient planned to call the clinic to report on his response to the kenalog and voltaren. At the time of this report the outcome of the patient was unknown. The lot number was reported to be x0806 with an unknown expiration date.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with ay product complaint. Genzyme biosurgery will continue to monitor complaints.